Event description:
A healthcare provider reported a loss of therapy and return of symptoms. The hcp believed the implantable neurostimulator (ins) was depleted, due to normal battery depletion. The hcp mentioned the patient had post-surgical kidney/pancreatic transplant about 9 days prior to the report and since the procedure, the patient's symptoms had not improved. They were unable to eat or drink and hold anything down, they indicated severe gastroparesis. The patient should have been getting better, but was not improving. That directed them to check the ins and when they interrogated the ins, there was no response. The ins was interrogated 2 to 3 days prior to the report. The hcp noted directly over the ins and could be palpitated. They wanted the device replaced. No further complications were reported/anticipated.